Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with broken thumbpress, and shield being difficult to remove leading to clean needle stick. There was no report of injury or further medical intervention.

Manufacturer narrative:
Additional information: samples were returned for evaluation. Investigation summary: customer returned 11 loose 3/10 syringes. Customer states needle is bent, the thumb press is broken off the plunger rod, and the shield is difficult to remove. The returned syringes were examined: one (1) syringe exhibited a bent cannula. All 11 returned syringes were tested to determine the shield removal force (specs: shield removal force for 3/10 cc after sterilization is 0.85 to 5.95lbs): sample number shield removal force (lbs) sample 1 5.33 sample 2 4.67 sample 3 4.08 sample 4 2.67 sample 5 6.42 sample 6 3.13 sample 7 2.25 (bent cannula) sample 8 3.70 sample 9 4.65 sample 10 4.11 sample 11 3.78 all passed the shield removal force test. None of the returned syringes had a broken thumb press. A review of the device history record was completed for batch # 7107875 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200697503] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle bent, broken thumbpress, shield difficult to remove/detach and needle stick before use on lot # 7107875. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated. Failure - broken thumbpress, shield difficult to remove/detach, needle stick - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - bent cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with broken thumbpress, and shield being difficult to remove leading to clean needle stick. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with broken thumbpress, and shield being difficult to remove leading to clean needle stick. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with broken thumbpress, and shield being difficult to remove leading to clean needle stick. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7107875 all inspections were performed per the applicable operations qc specifications. There was one notification [200697503] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with broken thumbpress, and shield being difficult to remove leading to clean needle stick. There was no report of injury or further medical intervention.